Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check. Upon review, the right ventricle lead exhibited high capturing thresholds, low sensing threshold, and was micro dislodged. The lead was repositioned on (B)(6) 2020. No patient consequences.